Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system would not calibrate. The user attempted to calibrate the system ten times without success. The user disconnected the florane unit that was attached to the epgs. Calibration attempts remained unsuccessful. The user noticed the fio2 values were approximately 98%. The user attempted to change this value using the central control monitor slider controls and the manual knobs. Both methods did not change the value. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.